Manufacturer narrative:
H.6. Investigation: four photos and one loose used threaded lock sample in a biohazard bag were received. The sample was visually evaluated. The sample piece was from cavity 43. The sample had signs of manipulation and use with unidentified residue visible in the threads and in the fluid path. However, one could clearly see through the orifice of the piece ¿ no sources of occlusion were observed inside. No visible molding defects were observed in the sample. The reported defect was not identified in the samples received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that the bd threaded lock cannula experienced product damage/deformation -device still operable. The product defect was noted after use. The following information was provided by the initial reporter: customer couldn't flash. Customer suspects occlusion.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd threaded lock cannula experienced product damage/deformation -device still operable. The product defect was noted after use. The following information was provided by the initial reporter: customer couldn't flash. Customer suspects occlusion.